Event description:
Flexi-seal placed by nursing staff according to manufacturer's instructions. The retention balloon was filled with 40-45 cc saline. The device was placed without difficulty. The next day staff noted pt. Began passing blood clots from the rectum. Pt. Described that it felt like her rectum was "on fire." The flexi-seal was removed. Pt.'s hemoglobin dropped, and the pt. Required transfusion. The scope showed 6-7 ulcerations to the rectum. Staff discarded the device upon removal and the packaging was not saved. The lot number/reference number for the product used on this patient are unknown.